Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the audio bolus button was torn but the keypad rubber was intact. The torn bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. The down arrow keypad button was found to be hypersensitive. There was evidence of contamination found under the keypad buttons and the down arrow was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).